Event description:
Pt seen in consultation with baker grade ii contractures indentations at inferior portion of breasts. Underwent bilateral removal of gel implants with bilateral capsulectomies. Implants removed. Gel rupture. Implant in pieces. Replaced with saline. Gel contained in intra-capsular space.